Event description:
There were 2 incidents in the emergency room. During the inflation of the balloon after the insertion, the balloon burst. Both incidents occurred with the same lot: kme22a1289. The patient had to be re-catheterized. The devices were not kept but the devices from the same lot have been set aside. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
There were 2 incidents in the emergency room. During the inflation of the balloon after the insertion, the balloon burst. Both incidents occurred with the same lot: kme22a1289. The patient had to be re-catheterized. The devices were not kept but the devices from the same lot have been set aside. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed qa inspection test. A representative sample was returned for investigation. It was reported that "during the inflation of the balloon after the insertion, the balloon burst". Visual inspection of the product showed all parts are intact. No other abnormality found. The balloon then was inflated with 10ml of water and left on the work bench for 60 minutes to monitor. Upon completion of the monitoring period, the balloon remained in inflated condition with no sign of swelling or change in form and size. When deflated via empty syringe barrel, the balloon returned to its original state completely. Based on complaint statement, it is likely that the balloon had burst. Burst balloon may happen due to various reasons such as contact with sharp object during use i.e contact with clamper or kidney dish/tray. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the investigation conducted, the representative sample did not exhibit any sign of damage and failure to perform as intended. Therefore, this complaint could not be confirmed.